Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high pacing impedance greater than 2500 ohms and had oversensing. This rv lead was surgically abandoned and a new lead was successfully replaced thereafter. Additional information states that there was no pacing inhibition that resulted in asystole for more than two seconds or any allegation of noise or high pacing thresholds and the source of impedance was not determined. No additional adverse patient effects were reported.